Event description:
Plaintiff also allegedly experienced omentectomy, wrinkled mesh, drainage, debridement, necrotic omentum, scar tissue, purulence, mrsa and wound vac placement.

Manufacturer narrative:
Correction section.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced severe injury, adhesions, hematoma, infection, recurrent hernia, pain, additional medical care and treatment or surgery. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
We are unable to fully investigate this event as no product code, lot number, or sample was provided. Device evaluated by manufacturer? Not returned.